Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite,checked the error log and confirmed the alarms. The unit was tested with personal test equipment and was unable to duplicate transducer fault but the vent would intermittently auto cycle. During testing, the peep (positive end-expiratory pressure) was low as well. Removing the casing it was discovered that the muffler housing was loose and 2 of the 5 screws holding down the housing were tightened. The unit was powered up and went into service mode. The exhalation valve was calibrated and est(extended systems test) and ovp(operational verification procedure) were performed. The vent passed all tests and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator was alarming transducer fault on start-up. The customer confirmed that there was no patient involvement associated with the reported event.